Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. Device replacement went as planned. Device will not return because faculty kept explanted device. No additional adverse patient effects were reported, patient is stable post op.